Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
The customer reported that the physio server has status unknown not allowing the system to alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that current fix for the customer was a system reboot. No additional information could be gathered for the true cause of the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.